Event description:
The manufacturer received information alleging that a ventilator inoperative alarm sounded after connected to ac power. No harm or injury was reported. The ventilator was evaluated by the manufacturer. The reported issue of a ventilator alarm sounding was not duplicated during the operational check; however, a review of the event log showed a communication failure error was recorded as a "ventilator inoperative" alarm. The system printed circuit board and display printed circuit board were replaced to address the reported issue. Final testing was performed, and proper operation of the unit was confirmed.